Event description:
It was reported that a patient's generator was unable to be interrogated due to suspected end of service. The patient also experienced an increase in seizures and could no longer feel stimulation with the vns device. A battery life estimation was performed by the manufacturer and did not support the alleged end of service condition. Follow-up was performed and verified that the physician's programming system was performing adequately. The generator was explanted on (B)(6) 2016 and reportedly discarded by the facility. No further relevant information has been received to date.